Manufacturer narrative:
The hta procedure set was returned and evaluated. The complaint event description was able to be confirmed. The heater core rod was discolored and the outside diameter was crystallized, the thermistor housing was distorted and crystallized, and the interior ports on the dhc were distorted and crystallized. The root cause classification is undeterminable, based on the returned condition of the product.

Event description:
A hydrothermablator procedure set was used during a hydrothermablation (hta) procedure dated (B)(6), 2010. According to the complainant, during preparation, the heater canister overheated and turned bright red. Saline was leaking out of the system between the tubing and the heater canister. The temperature of the saline at the time of the leak is unknown. The procedure was completed with another of the same device and there were no patient complications reported.

Event description:
A hydrothermablator procedure set was used during a hydrothermablation (hta) procedure dated (B)(6), 2010. According to the complainant, during preparation, the heater canister overheated and turned bright red. Saline was leaking out of the system between the tubing and the heater canister. The temperature of the saline at the time of the leak is unknown. The procedure was completed with another of the same device and there were no patient complications reported.

Manufacturer narrative:
Although the product has been returned, the device has not yet been evaluated. At this time, we are unable to determine the relationship between the device and the cause of this event. If additional information is received, a supplemental medwatch will be filed.